Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06389. It was reported that the rotawire became stuck on the drive shaft. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink plus and rotawire were used and advanced to treat the target lesion. During withdrawal, it was noted that the rotawire got stuck within the drive shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.